Event description:
It was reported that the implant at tooth site #29 was removed due to peri-implantitis. On (B)(6) the patient stated that he was seen by a doctor of dental services for pain associated with the implant at tooth site #29. The doctor placed the patient on antibiotics and the pain went away per the patient. The tissue was noted to be slightly inflamed and there was no mobility. The bone level around the implant was noted to be satisfactory and the implant did not required removal at that time. On (B)(6) the patient returned with continued problems and the implant was removed. The patient has not returned for new implant placement. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.